Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that there was an over infusion while infusing tacrolimus was not identified during the customer call. The case has been forwarded to product complaint to further into patient incident. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion while infusing tacrolimus. Per report, tacrolimus 250ml was to infuse at a rate of 8.6ml/hr. Approximately one and a half hours later the bag was empty. The pump indicated the infusion was running at 10.78ml. There was patient involvement, however the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.